Event description:
It was reported the programmer could not establish telemetry with a device. After replacing the programmer rf (radio-frequency) head, the programmer was still unable to establish telemetry. Another programmer was used to interrogate the patient's device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device testing found no anomalies.